Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was not working. The senior medical affairs specialist spoke with the patient two days later to obtain/verify information. The patient had been testing regularly with the reported meter for the past 6 months. During the week of april 17th the patient started pressing the "m" button to begin a blood glucose test. The patient could nto explain why she started using the incorrect testing technique. She had been testing twice daily and administering 8 units of humalog in the morning and 8 units in the evening. She claimed that she had a sliding scale regimen; however, she could not quote the scale. Four days later the patient started experiencing dizziness, which was typical symptom of high blood glucose level. She maintained the minimum insulin regimen throughout the time of concern since she was unable to obtain blood glucose results. Three days later the patient made an appointment with her physician due to being unable to test. Her physician due to being unable to test. Her physician obtained a 600 mg/dl on his meter and administered insulin. A result of 220 mg/dl was obtained prior to leaving the appointment. The patient had appointments the following day and again on thursday. Her insulin regimen was increased to 13 units in the morning and 15 units in the evening. The physician advised her that her elevated blood gluocse levels were due to drinking cappuccinos and soda and maintaining the minimum amount of insulin. The customer care advocate walked the patient through resolving the issue and the patient was able to test. Although the issue was resolved, the meter, test strips, and control solution were replaced.